Event description:
The stent system was positioned in the coronary artery. While turning the syringe, the liquid burst out from the port of the delivery system to where the syringe is connected to the luer hub. Consequently, the physician immediately withdrew this cypher stent system from the pt without incident. Another cypher stent system was used to completed the procedure with successful results.

Manufacturer narrative:
The device is available for evaluation and testing; however, it has not been received as of to date. Additional info has been requested and will be submitted within 30 days upon receipt. This device cannot be legally distributed in the united states; however, it is similar to the cypher sirolimus-eluting coronary stent marketed in the united states.